Event description:
"Pca pump set at 0.4mg dilaudid (2cc) but pt received 0.9mg (4.5cc). No injury to pt." Upon further query the following info was provided: the customer indicated that the pt received "0.9mg or 4.5cc" and not "9mg" as initially reported.